Manufacturer narrative:
(B)(4). Covidien field service engineer ( fse) inspected and verified the alleged malfunction. The touch frame printed circuit board ( pcb) was replaced. The ventilator passed the calibrations, extended self test, short self test and performance verifications test. There was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bottom display on a ventilator was blank. There was no patient involvement.